Event description:
It was reported that the device was explanted as per patient's decision. It was also reported by the explanting surgeon that the device or a malfunction of it did not cause or contributed to the explantation.

Manufacturer narrative:
No UDI available. The device has been explanted and has been returned to headquarters where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.